Event description:
On (B)(6) 2025, the user reported temporarily losing dexcom g7 continuous glucose monitor (cgm) readings, though both the ilet and g7 app were showing values during the call. The highest blood glucose (bg) recorded was 329 mg/dl, following a meal of pizza that was not announced. Blood glucose (bg) was corrected by the ilet algorithm. No symptoms, outside assistance, or medical intervention were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.